Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based upon the reported information.

Event description:
On (B)(6), 2010, a (B)(6) male pt underwent a cervical laminectomy. According to the operating room (or) staff, the mayfield skull clamp "just slipped". The staff surgeon believed that the resident did not properly pin. The slip did occur twice with one head holder. The pt was not repositioned. No time frame was able to be given with regards to the length of time in use before the event occurred. There was no harm to the pt. Disposable adult mayfield pins (a1072) manufactured by integra were used. No stereotactic element was used.